Event description:
Inbound. Product complaint only. Reports beeping and no disposable alarms with pump sn (B)(4) after putting on a new prefilled remodulin cassette, # 1 from (B)(6) 2022 shipment. Reservoir volume = 91.4 ml. Tubing on top of cassette found to be raised somewhat. Troubleshooting resolved. Cassette restarted and infusing. No further details provided.